Event description:
It was reported that the balance middle weight (bmw) guide wire was unable to cross the left circumflex coronary artery target lesion. The bmw was removed from the anatomy and it was noted that the bmw came apart in three pieces and separated at the soft tip. There was nothing left in the patient. Another bmw was used to complete the procedure without further incident. There was no clinically significant delay in procedure and no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.